Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument jaws became stuck on small bowel tissue. The customer used an instrument release kit (irk) to successfully open the instrument's jaws; however, tissue was stuck to the opened jaws. According to the initial reporter, this event caused a tear on the small bowel tissue, but the tear did not transect the serosa and did not require repair. Consultation from a general surgeon was required to confirm no repair was needed . The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the customer reported failure mode of the instrument's jaws not opening. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. This complaint is being reported due to the following conclusion: medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. While there was no serious injury to the patient, the reported failure mode of tissue sticking to the instrument's jaws could likely cause or contribute to an adverse event if it were to recur. In this case, the event resulted with a small tear to the small bowel. However, the serosa was not transected and the complication did not require repair.